Event description:
It was reported that an ilet device experienced screen bezel separation with the touchscreen peeling over time and the back cover detaching, after which the display went black and the device was unusable; the wake button still vibrated, the device had been synced prior to loss of display, and a replacement was arranged with return of the original. Symptoms included hyperglycemia with a highest reported blood glucose of 220 mg/dl and no physical injury. Outcomes included interruption of normal device use and transition to backup subcutaneous insulin via pen without hospitalization. Investigation included complaint handling, device replacement logistics, and request for device return for evaluation. Investigation of this case revealed a mechanical enclosure and display assembly failure consistent with screen bezel separation leading to loss of display functionality, preventing meal announcements and creating uncertainty about basal delivery despite prior synchronization. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to enclosure and display integrity.